Manufacturer narrative:
An event regarding infection involving an trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar relevant events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
The dr. Performed atha on the patient. The patient acquired an infection (B)(6) . The dr. Removed the insert, stem, and head, washed them out, and implanted new components.

Manufacturer narrative:
Concomitant medical products: catalog (g): long description (g): lot/serial #: 623-00-36d; trident 0 deg insert 36mm; (B)(4). 6021-2530; accolade (127 deg) size 2.5; (B)(4). 6570-0-236; delta v-40 ceramic head 36/+5; 55308302. At this time, it cannot be determined which, if any of the reported devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The dr. Performed atha on the patient. The patient acquired an infection ((B)(6)). The dr. Removed the insert, stem, and head, washed them out, and implanted new components.